Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Connection and electrical issues were reported to the subject pacemaker. Reportedly when the subject device was implanted on (B)(6) 2013 no irregularities were noted and appropriate lead connection was confirmed. The patient was hospitalized due to slow heart rate on (B)(6) 2013: when the pacemaker was checked, pacing was captured with an output of 7.5v/1.0ms. On (B)(6) 2013 a re-intervention was performed due to ventricular lead dislodgement (confirmed by x-ray). The pacemaker was extracted from the pocket and blood was identified inside the ventricular port. When the ventricular lead was pulled, it came out of the port without unscrewing. The lead was measured by an analyzer after cleaning the blood from the connector; however threshold an amplitude were immeasurable. The lead was re-positioned, reconnected but pacing failure recurred. The lead was kept implanted and the pacemaker was replaced.